Event description:
It was reported during a laparoscopic cholecystectomy while using the 511sd trocar the white o ring fell off into the pt. The o ring was retrieved by the surgeon and a new 511sd was opened to complete the case. There was no consequence to the pt. The rep is sending back the tyvek wrapper and the o ring but the trocar is not available.

Manufacturer narrative:
Tracking #.50609. Endopath dilating tip trocar. Based upon inquiry info rec'd and visual examination, no conclusion could be reached as to how this event occurred. One inner gasket was rec'd in good physical condition. No conclusion could be reached as to how the inner gasket had become dislodged from its original position.